Event description:
Per the clinic, the patient developed chronic infection at the implant site. Subsequently the patient was prescribed four courses of antibiotics on (B)(6) 2014, on an unreported date on (B)(6) 2014 and on an unreported date in (B)(6) 2014 (duration not reported). Additionally on an unreported date in (B)(6) 2014 the patient underwent a procedure to cauterize granulated tissue. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.